Event description:
It was reported that the asymptomatic patient presented in the operating room for a device upgrade. The lead was explanted and replaced. Externalized conductors were observed. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. External insulation abrasions were noted at 7.6-8.1cm and 7.7-7.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. External insulation abrasion was noted at 7.4-8.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location.